Manufacturer narrative:
(B)(4). The service and evaluation of the ventilator is yet to be completed.

Event description:
The customer reported that, during patient use, an 840 ventilator was inoperable. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and performed the extended self-test (est). The alleged failure was not duplicated. Nothing has been replaced. The unit passed all testing and operates within the manufacturing specifications.